Event description:
Pre check of the swan ganz catheter # 834hf75; determined that it was working properly before insertion. After inserted the balloon would not work properly. Once the catheter was removed it was no longer working.